Event description:
It was reported that an ilet pump displayed an ¿unable to proceed. Please check notifications¿ alert, and the patient could not clear the alert or complete the load process, including after an attempted dry-run and full reload with new supplies; the device subsequently issued repeated stalled motor alarms and was replaced. Symptoms included no reported adverse symptoms, and blood glucose remained at approximately 160 mg/dl. Outcomes included interruption of insulin delivery requiring device replacement, with continued cgm use advised. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.